Manufacturer narrative:
Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100431557, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100460873, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence and improperly sized cuff are acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed; altered therapeutic response, and size related complications are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which it was discovered that the initial cuff was oversized and not adequately compressing the urethra. As a result, the cuff was replaced with an appropriately sized cuff. No further patient complications were reported.